Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for analysis; therefore, no evaluation could be performed. However, animal damage was reported and is known to be able to cause the reported issue. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user that contamination of the fluid or fluid pathways can result if a pet or animal bites a solution bag or the disposable set. The guide instructs, in order to reduce this risk, the patient should not perform dialysis in the same room as pets or animals. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During troubleshooting of an unrelated alarm, it was reported there was a leak in the tubing. The event occurred during fill one on the home choice (hc), the home patient (hp) was connected at the time of the event. The home patient (hp) stated they would start over with new supplies. The hp indicated that their goat had chewed a hole in the patient line. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.